Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the firmware was updated, but the issue did not improve. The stand alone board was replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the image acquisition system (ias) failed to show 2d image and the mobile view station (mvs) displayed a message "software version mismatch. Firmware version incorrect." When start up was executed after connecting the ias and mvs during an inspection in the facility upon delivery of the imaging device. The issue persisted despite rebooting the system multiple times. There was no patient present when this issue was identified.